Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized with blood glucose over 550 mg/dl and diabetic ketoacidosis. Reportedly, the doctors believed the pump was not delivering insulin. Review of t:connect pump data indicated that an occlusion alarm occurred. Customer was treated with insulin drip as well as fluids and was released from the hospital on (B)(6) 2017.